Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: when the stapler only cut the vessel, did the device deliver any staples: it delivered staples; if yes, were the staples formed properly: not even a single stapled formed properly; if yes, was the staple line complete: staple line was not formed; how was the procedure completed: applied hemlock clips on the vein stump beneath the staple lines (cut line) and ensured hemostasis; was there any patient consequence or change in the post-operative care of the patient as a result of the event: needed a drain tube for 48 hours uneventful post-op period. Patient discharged as per the plan. Follow up in opd essentially normal.

Event description:
It was reported that during a kidney transplant surgery, the device misfired; the stapler only cut the vessel. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n5575w. The analysis results found that the atw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.